Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a cgm inaccuracy, with a fingerstick blood glucose reading of 48 mg/dl while the dexcom g7 sensor displayed 250 mg/dl. Due to this discrepancy and the patient¿s lack of knowledge regarding cgm calibration, he chose to remove the sensor from his arm at approximately 3:00 am. Later that morning, around 10:00 am, the patient experienced severe pain and discomfort at the former insertion site, prompting him to drive himself to the emergency department (ed). An x-ray was performed, which did not reveal any foreign object beneath the skin. He was discharged the same day with a prescription for cephalexin 500 mg, to be taken three times daily for an unspecified duration. On (B)(6) 2025, the patient returned to the ed for an ultrasound, which identified a foreign object lodged under the skin. However, the imaging was unable to determine the material, and it was unclear whether the object was the sensor wire or a small plastic fragment. The patient reported having a surgical appointment scheduled for (B)(6) 2025, to remove the foreign object. At the time of reporting, he continued to experience pain when moving his arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)